Manufacturer narrative:
(B)(6) medical center. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated this unit and was able to confirm all the reported issue. The fse also found the transducers to be out of calibration. The fse then calibrated all transducers and completed chapter 4 as per mfg recommendations. The iabp unit passed all calibration and functional tests and was returned to the customer and cleared for clinical use.

Event description:
It was reported that, while in use on a patient, the cs300 intra-aortic balloon pump (iabp) presented with several auto-fill failure issues, followed by electrical test fail (etf) #53. The console was swapped out and the original was sent to biomedical engineering for evaluation. There was no patient harm and no adverse event was reported. It was later reported that the iabp also alarmed blood detected.